Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle pacing lead exhibited over-sensing and was sensing the atrial channel. It was further reported that the implantable pulse generator (ipg) exhibited pacing pauses with no back up pacing. The his bundle lead and ipg remain in use. No patient complications have been reported as a result of this event.